Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that the machine was not communicating, and the customer indicated there were network-related issues with the device. When attempted to run reports, no data was returned, appeared as though the system does not recognize the stock within the machine. The customer stated that the unit was recently placed and set online yesterday followed construction activities. However, there were no delays or adverse events or injuries reported based on this event.